Event description:
It was reported that the screws have been broken.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer reported event of the fracture of a xia 2 lp polyaxial screw was confirmed via correspondence. The product was not returned for evaluation. Likely causes of this failure are improper screw hole preparation, improper screw insertion, or the bone quality was too soft. Soft bone quality can cause the screw to loosen during use and a breakage can occur requiring revision surgery to rectify the issue. However, the mentioned causes could not be confirmed. Conclusion: the root cause of the screw fracture is likely multifactorial.

Event description:
It was reported that the screws have been broken.